Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Review of the device history records found lot was manufactured to specification. No anomalies identified. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged that on (B)(6) 2010 the patient underwent surgery for repair of an incisional hernia. As reported, during the surgery, a medium 4.3" x 5.5" oval ventrio hernia patch mesh, with (B)(4) and lot # hutd0160 was implanted in patient to repair the hernia defect. It is alleged that on (B)(6) 2015 "due to chronic abdominal pain and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch and repair the defect." As reported by the attorney, the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Review of the device history records found lot was manufactured to specification. No anomalies identified. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and date of explant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 7 months post implant of ventrio mesh, patient was diagnosed with adhesions, hernia recurrence, abdominal pain, inflammation and fibrosis thereby underwent repair with mesh explant. The instructions-for-use supplied with the device lists adhesions, inflammation and hernia recurrence as possible complications. This supplemental emdr represents the ventrio mesh (device #1). An emdr was submitted to represent the bard soft mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged that on (B)(6) 2010 the patient underwent surgery for repair of an incisional hernia. As reported, during the surgery, a medium 4.3" x 5.5" oval ventrio hernia patch mesh, with ref # 0010215 and lot # hutd0160 was implanted in patient to repair the hernia defect. It is alleged that on (B)(6) 2015 "due to chronic abdominal pain and other severe symptoms, the patient underwent an additional surgery to remove the ventrio hernia patch and repair the defect." As reported by the attorney, the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿multiple hernia defects were identified and a ventrio mesh was placed to connect the defect and sutured.¿ (B)(6) 2011 - patient underwent colonoscopy. (B)(6) 2014 - patient was diagnosed with ventral hernia, chronic abdominal pain and diverticulitis thereby underwent open repair with implant of bard soft mesh (device #2) and explant of previously placed mesh. Per operative notes, ¿a lysis of adhesions was performed to free the small bowel and colon that were adhered to the prior mesh. The previous mesh (device #1) was completely removed. Then the hernia was repaired with bard soft mesh (device #2) over the defects.¿ (B)(6) 2016 - patient was diagnosed with large recurrent ventral hernia and abdominal pain thereby underwent open repair thereby underwent repair. Per operative notes, ¿there was extensive adhesiveness of the intestine to the abdominal wall, and it was lysed. Identified a significant deserosalization and a perforation that we thought was not able to be repaired and then a bowel resection was performed. A piece of biological mesh was cut and placed inside the abdomen.¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated ventral hernia, paraoesophageal hernia and abdominal pain thereby underwent open repair with mesh explant (device #2). Per operative notes, ¿the hernia was reduced and the adhesions were lysed. The stomach and the omentum were reduced from the paraoesophageal hernia. A piece of adhesion barrier was placed over the intestine to prevent adhesive disease. The previous mesh (device #2) was removed and a synthetic mesh was placed.¿ attorney alleges that the patient had adhesions, infections, bowel perforation, bowel removal, hernia recurrence, pain and others such as organ perforation and adhesion of mesh to liver causing laceration.